Event description:
This procedure is part of the (B)(4): approximately 4-5 hours post procedure the patient developed confusion and difficulty speaking. There was improvement by the next morning, but slight dysphasia noted. By afternoon symptoms had resolved. Please reference MDR 2183870-2011-00129 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.